Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm), the doppler of the cs300 intra-aortic balloon pump was not working. There was no patient involvement thus no adverse event was reported. (B)(6).

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) the doppler of the cs300 intra-aortic balloon pump was not working. There was no patient involvement thus no adverse event was reported.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) the doppler of the cs300 intra-aortic balloon pump was not working. There was no patient involvement thus no adverse event was reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. The getinge service territory manager (stm) that discovered the issue replaced the 9v battery which resolved the issue and then completed the schedule pm. All functional and safety tests were performed and passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service. The initial reporter is a getinge employee who has different contact details from that of the event site. Please refer to the following email and phone number: (B)(6).; (B)(6).

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) the doppler of the cs300 intra-aortic balloon pump was not working. There was no patient involvement thus no adverse event was reported.